Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the right plunger case to be cracked. Backup audible alarm post was noted the event history log of the pump. Backup audible alarm post was also duplicated upon power up, confirming the reported customer complaint. Main board with the blue cap was not working as intended. However, the problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump had system failure for back-up audible alarm.. No patient involvement with this incident.